Event description:
During a remote follow up, noise resulting in oversensing was observed on the right atrial (ra) lead. Technical support was contacted and also noted myopotential oversensing. Reprogramming was recommended. No intervention has been performed at this time. The patient was stable and will continue being monitored.